Event description:
Pt was being fed using the device. Pump indicated the tube feeding was progressing, however with closer inspection it was noted the feeding solution was not being delivered. No alarm sounded. Drop in blood sugar was the first indication of a problem. There was no illness, injury or medical intervention resulting from the event. One pt involved.